Manufacturer narrative:
Medwatch submitted to the FDA on 11/17/2015. As the doctor noted that the miscarriage was "unlikely to be related" to the device, there is not a definitive determination whether or not the device caused the miscarriage. Therefore, allergan medical is reporting the event as to resolve all doubts in favor of reporting. Device labeling: there have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the information is insufficient to draw definitive conclusions. If you have a patient who has experienced one or more serious problems related to her breast implants, you are encouraged to report the serious problem(s) to the FDA through the medwatch voluntary reporting system. Examples of serious problems include disability, hospitalization, harm to offspring, and medical or surgical intervention to prevent lasting damage.

Event description:
Patient reported having experienced a "miscarriage" due to "fetus had a severe, known congenital defect," specified as "down syndrome." Follow-up found that the doctor considers this miscarriage "unlikely to be related" to the implant. No indication of treatment. Device remains implanted. This medwatch is for the right side. See MFR # 9617229-2015-00523 for the left side.